Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd¿ filter needle is not fitting onto the hub of syringes tightly. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Two photo samples were available for evaluation by bd. A quality engineer reviewed the provided photos but was unable to identify the reported defect of the needles not fitting tightly on the hubs. The photos provided only showed the packaging and product details. They didn't provide any information regarding the actual needle or show evidence of the needles fitting loosely on the hubs. Based off of the information provided bd was unable to verify the reported failure mode. Qn and DHR review cannot be completed without a batch number. No defect or root cause could be determined based on these photos.